Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified that the fiber tip was detached and not returned, it was broken off and not sunken inside the metal cap. Additionally, the glass cap was independently rotating inside the metal cap, indicating a glue failure. Review of fiber card data indicated the fiber was not expired, was recognized by the console, and was fired. The fiber was functionally tested with the hene (helium-neon) laser fixture. The testing conducted did not identity additional signs of breakage along the length of the fiber. The connector cone, segments, and tabs were in good condition and secured. The control knob was attached and aligned with the fiber and could rotate the fiber. There is no objective evidence that the user did not properly handle or use the device according to the instructions for use (IFU). It is likely that procedural handling of the device during set-up or use like excessive manipulation/rough technique contributed to the fiber tip break.

Event description:
It was reported that the fiber was not vaporizing and emitted alternating pulses after 1 minute and 52 seconds of the vaporization of the prostate procedure. The procedure was completed with another device. There were no patient complications. Analysis of the returned fiber indicated that the fiber tip was broken.